Event description:
The cordis clinical research registry reported that a pt experienced myocardial infarction on the same day after implantation of a cypher stent. The pt was obese with a family history of coronary artery disease and a history of hypertension, hyperlipidemia, allergy/hypersensitivity, diabetes mellitus, and chronic pulmonary disease. Indication for the procedure was stable angina. A cypher was implanted in the mid left anterior descending coronary artery, deployment pressure unk. It is not known if pre and post dilatation was conducted, and lesion characteristics were not provided. It was reported that pt had an undetermined non q-wave myocardial infarction based on elevated creatinine kinase after the procedure. There were not ECG changes and the pt was discharged with elevated creatinine kinase. The event resolved without sequel.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.